Event description:
It was reported through the results of a clinical trial, approximately six months and seven days post endovascular arteriovenous fistula creation, fistula confirmed to be not matured at sixth month assessment and the subject had adverse event of percutaneous arteriovenous fistula loss of flow which was determined to be definitely related to device and av access circuit. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
H10: manufacturing review: as the lot number of the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. There were no device deficiencies or malfunctions alleged. The result of the investigation is confirmed for the patient report of adverse effects - maturation failure post arteriovenous fistula creation. The definitive root cause for the reported adverse effects maturation failure could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use or the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings 2. The wavelinq catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of clinical trial that fifteen days post endovascular arteriovenous fistula creation, fistula failure to mature within three months of procedure was noted. It was further reported that, six months and seven days post endoavf creation, fistula confirmed to be not matured at sixth month assessment and no secondary stage procedure was performed to support maturation. However, the current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that fifteen days post endovascular arteriovenous fistula creation, the fistula failure to mature within three months of the index procedure was noted by physical assessment. It was further reported that six months and seven days post endovascular arteriovenous fistula creation, the fistula was confirmed to be not matured at sixth month assessment and no secondary stage procedure was performed to support maturation. Furthermore, the fistula was found to be abandoned due to access being no longer viable with indication that the pulsation, palpable thrill, and audible bruit were not accessible, and the fistula was not adequate for dialysis. Apparently, further attempts to salvage the access was unsuccessful and the fistula had no color flow by duplex scan. Reportedly, there have been no documented device deficiencies or secondary stage procedures, or post procedure interventions associated with this study endovascular arteriovenous fistula non-maturity at the three month visit at this time. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number of the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. There were no device deficiencies or malfunctions alleged. Therefore, the result of the investigation is confirmed for the patient report of adverse effects - maturation failure post arteriovenous fistula creation. The definitive root cause for the reported adverse effects maturation failure could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: the wavelinq catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. The wavelinq 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. The wavelinq 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. The wavelinq 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq 4f endoavf system may be associated with an increased risk of access site complications. The wavelinq endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events: the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.